Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that the buttons are not responding and the up arrow button is sticking. Blood glucose value was 308 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.